Manufacturer narrative:
During service, the beckman field service engineer (fse) discovered the two way valve for the referenced electrode on the top of the ratio pump was not functioning correctly which was preventing the reference solution from being utilized correctly when measuring electrolytes. Furthermore, the moisture had entered the electronics of the valve causing corrosion of the board making it to fail. The fse replaced the ratio pump, ise preamp assembly and na electrode to resolve the issues. Instrument resumed operation. No patient demographics were provided.

Event description:
The customer stated their unicel dxc 600 pro synchron clinical system generated erroneous results for na (sodium), potassium (k), chloride (cl) and calc (calcium) for one patient sample. Customer noticed that negative anion gap was also generated for this sample. The erroneous results were not reported out of the laboratory. Customer recalibrated the instrument and rerun the sample. The repeat results were considered correct and were reported out of the laboratory. There was no impact to patient treatment. The customer also stated quality control was out of laboratory range at the time of this event.